Manufacturer narrative:
A maquet field service technician was on site and investigated the device. The technician could confirm the problem which was due to a defective 20a and a 12a breaker which had melted. The defective parts were replaced and the unit was tested for functionality successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during the cleaning cycle the unit shutdown. Customer was unable to recycle power. No patient was involved. (B)(4).